Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell on the posterior, anterior and radius and device was underweight. A visual and microscopic analysis was performed which identified a sharp broken on radius, crease flat, and stress marks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on the radius of the broken device, assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Device has been explanted.